Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a replacement ilet and experienced setup difficulties, including inability to enter weight and repeated cgm sensor pairing failures, which prompted a factory reset, bluetooth and cgm toggling, and guidance to contact the cgm manufacturer for a replacement; the prior ilet reportedly had a cracked screen that impeded shutdown. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and continuation of therapy with blood glucose data subsequently received on the new pump. Investigation included customer support troubleshooting and education, device and app setup guidance, and recommendations for cgm replacement through the sensor manufacturer. Investigation of this case revealed that the pairing failure resolved after replacement and setup steps, with successful weight entry and blood glucose display on the new device. It was concluded that the issue was related to cgm pairing and setup rather than a persistent ilet malfunction.